Event description:
A report of difficulty charging was received. The physician revised the pocket site, making it more superficial, as the depth was an issue. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.